Event description:
Edwards learned of an edwards aortic bioprosthetic valve explanted due to calcified leaflets and stenosis after an implant duration of 7 years. The patient is reported as stable. The valve will not be available because it was discarded at surgery.

Manufacturer narrative:
Additional manufacturer narrative - the reported explanted device was not returned to manufacturer beause it was discarded. The reported calcification cannot be confirmed and a root cause cannot be determined. Edwards will continue to review and monitor all events.